Manufacturer narrative:
(B)(4). The dexcom g4 platinum (pediatric) continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration). Maude report- mw5060777.

Event description:
Dexcom was made aware on (B)(6) 2016 that a patient experienced a skin reaction requiring medical intervention on (B)(6) 2015. Patient's mother stated that the sensor adhesive burns through the skin of the patient. Patient's skin reaction was so severe that she required significant medical care in order to recover without an infection. Patient's skin was scarred from the experience. Additionally, patient's mother reported the use of hydrocortisone cream, aquaphor and neosporin. Date of issue/medical intervention, (B)(6) 2015, is an approximation. No additional event information was provided.

Manufacturer narrative:
(B)(4).

Event description:
Photographs of the skin reaction were received and confirmed the alleged malfunction. It was reported that the patient uses flonase for prepping the insertion site. The dexcom g4 platinum pediatric continuous glucose monitoring system states: skin preparation or adhesive products (mastisol, skin tack) are optional.